Manufacturer narrative:
Additional information was received that the unit alarmed for system leakage from the flow sensor cuff and was resolved by replacing it. A leak condition will noted in the preop check of the equipment as stated in the user manual. The leak may be compensated for with fresh gas flow. The unit alarmed, notifying the user of the reported condition.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the ventilator was not working. There is no report of patient involvement.